Event description:
Device was setup, 90 second thaw was done. Probe was inserted, started cryo, noticed the failure of the probe. During the procedure whole length of the probe was freezing. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.